Event description:
Related manufacturing reference number: 2017865-2023-24807. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) and right ventricular (rv) leads were dislodged, leading to failure to capture and sensing on both leads. The dislodgement was discovered via fluoroscopy. The patient was asymptomatic. Both the ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.